Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the patient's surgeon, the patient experienced pain and developed a cellulitis infection at the abutment site and subsequently underwent a skin revision and abutment removal (date not reported) under general anesthetic. The patient is being clinically managed by the health care provider.